Manufacturer narrative:
The device is not available to be returned for complaint investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer. The reporter stated that the clave was not connected to the hub of the connector, allowing blood to flow quickly and freely into the line, creating an unpleasant experience for the patient during an unpleasant time. The reporter also stated that it was very hard to fix the connector on a scared and moving toddler and have it filled safely. There was no report of human harm as a result of this complaint/event. This emdr reflects two of same/similar complaints with the same lot number but with no different unique information surrounding the reported occurrences.

Manufacturer narrative:
The complaint of disconnection / loose connection on item mc33123 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.